Event description:
A tandem mobi cartridge alarm was reported by the customer, occurring during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the alarm and opted to replace the pump. The customer will continue using the current pump and manual injections if necessary until the replacement arrives. They were instructed on how to prepare the pump for return and acknowledged these instructions. In the meantime, troubleshooting for occlusions related to a bent cannula was conducted, and the customer now understands the proper insertion technique. Samples of an alternative infusion set were provided for the customer to try. An appointment with a healthcare provider is scheduled for further review.